Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1c81p, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1c81p, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor therapy. It was reported that the patient unit had not worked well so they did an x-ray and determined the leads were sticking out. The patient healthcare physician did a sling in (B)(6) 2018. The patient wanted help changing programs since the device was not helping. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device wasn't helping and the patient kept having leakage. The patient also confirmed that reprogramming the device did not resolve the issue. There were no further symptoms or complications reported or anticipated.